Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was initially placed in the right atrium; however, it had to be repositioned. The ra lead was able to be repositioned, but the lead then dislodged. The lead was repositioned two more times; however, the lead continued to dislodge. The helix was difficult to view under fluoroscopy and the pacing impedance measurements were around 1,400 ohms. The ra lead was extracted, and the physician then tested it on the table. The helix was able to be extended and retracted in 15 turns, respectively. The ra lead was then inserted into the atrium again. After 30 turns, the helix was not visible under fluoroscopy and the lead still would not stay positioned. The ra lead was extracted and tested again on the table. This time, the helix became stuck with the helix partially extended. Another lead of the same model was successfully implanted. No adverse patient effects were reported. The ra lead was returned for laboratory analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. The complete lead was returned with the j-stylet inserted into the lumen. Tool marks were also found on the terminal pin. Further visual inspection noted the helix was partially extended and dried blood was present in the helix housing. Testing revealed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix. In addition, analysis did not find any damage at the electrode end of the lead that would have contributed to the dislodgement also noted during the implant procedure.